Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was intensively worn away. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by health professional that during using the subject device, the jaws(grasping section) broke. The device emitted smoke. An unspecified error occurred. The user stopped using the device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On may 20, 2021, olympus medical systems corp. (Omsc) found that the tissue pad was worn away.